Event description:
It was reported that the patient had their stimulator and lead removed. The devices were explanted on (B)(6) 2014. There was no alleged product issue associated with the implantable neurostimulator (ins). The lead wires were removed but the paddle portion of the lead remained implanted. The doctor felt that the lead was surgically placed too high as the patient was getting primarily muscle recruitment around the chest wall bilaterally. The doctor was attempting to pull the lead back by about a centimeter to see if they could capture the patient¿s pain and avoid the muscle recruitment. During the dissection the insulation around the leads was damaged and the wires were exposed. The physician decided to ¿emote¿ everything at that point. The doctor was unable to get the lead out without having to do more surgical dissecting so they opted to leave the lead in place. The lead wires were cut leaving the paddle in place. The patient was experiencing less than 50% therapy relief at the lead location. It was noted that the patient was recovering without additional complications.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).